Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was implanted during an anterior vaginal wall mesh, posterior vaginal wall formation, and tvt (transvaginal tape) procedure performed on (B)(6) 2012. According to the complainant, on (B)(6) 2016, grade 3b mesh exposure on anterior vaginal wall was found. Subsequently, on (B)(6) 2017, vaginal wall mesh exposure repair was performed under general anesthesia and the event reportedly resolved. However, sexual pain was reported. Conservative treatment was performed for pain including the use of drugs such as estrogen, and nsaids (nonsteroidal anti-inflammatory drugs).